Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The protec slv for 2.8 va drill guide - long (part #: 03.127.006, lot #: 8348503) was received at us cq. Upon visual inspection, the device was found to be broken at the weld point between the handle and sleeve. No other issues were identified. The complaint condition is confirmed as the handle at the weld was broken off from the sleeve shaft. There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. The potential cause could be that the device encountered unintended forces or excessive bending/torsional forces at the weld leading to the breakage. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : part: 03.127.006 lot: 8348503 manufacturing site: bettlach release to warehouse date: 30 april 2013 a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date in (B)(6) 2021 that the protection guide was poorly welded. When used in surgery it easily de-soldered. Another instrument was used to complete the surgery successfully. This report is for one (1) protection sleeve for 2.8mm va drill guide - long. This is report 2 of 2 for (B)(4).